Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, the left ventricular (lv) lead exhibited high capture thresholds after positioning in the posterolateral vein. The attempt of positioning at different location exhibited same issue. The physician removed the lead and attempted to position in middle cardiac vein. It exhibited loss of capture. So, the physician attempted to position it back in posterolateral vein, but it failed to advance. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.5 cm. Analysis was normal. No lead anomalies found.